Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that on thursday night their right wire dislodged. At that time their left one was still in and working; they could feel the stimulation. However, as of today, the left wire dislodged and the device was saying that there are no wires connected. It was also saying that they were at the maximum level at a 0.5. It was recommended that they follow up with their healthcare provider. There were no patient complications reported as a result of this event.